Event description:
It was reported that the device would not power on during preparation for a surgical procedure. There was no back-up device available and the procedure had to be cancelled. The pt had not yet been given any anesthesia. There was user/pt injury reported and no medical intervention required. There was a 1 week delay in the procedure.

Manufacturer narrative:
The device was returned for eval. It was determined that the device needed a system upgrade and the o-ring replaced. The device was repaired and returned to the customer.